Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a loss of pressure in the system. A new aus consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump was implanted.

Manufacturer narrative:
Additional information provided in: describe event or problem, device codes.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a loss of pressure in the system. A new aus consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump was implanted. Additional information received states the "reason for complaint is probably that the pressure in the balloon has been lacking, she could not find a concrete reasons o she thinks it's the balloon, it had all fluid and no holes in the system."